Manufacturer narrative:
Internal investigations revealed an issue with the reagent lot leading to under-recovery at the very low end of the normal range.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for elecsys pth (pth) using a particular reagent lot on a cobas 6000 e 601 module. Patient 1 initial result was 3.93 pg/ml. The repeat was 9.26 pg/ml. Patient 2 initial result was < 1.20 pg/ml. The repeat was 5.21 pg/ml. Patient 3 initial result was < 1.20 pg/ml. The repeat was 4.82 pg/ml. The initial results were reported outside of the laboratory. The e601 module serial number was (B)(4).